Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) reported that the scroll compressor did not meet specified value for positive and negative pressure and was replaced. No further information available. A supplemental report will be sent if additional information is provided.

Event description:
It was reported that during delivery inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a compressor malfunction. The positive pressure and negative pressure not within specified values.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b6, b7, d1, d4 UDI, d5, d8, d9, g3, g6, h2, h3, h11. Corrected fields: e1 event site name, initial reporter, event site email, e2, e3, h6 clinical code, impact codes, type of investigation, investigation conclusions.a getinge field service engineer reported that the scroll compressor did not meet specified value for positive and negative pressure and was replaced. The fse replaced the compressor. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received scroll compressor with a reported unit failure of malfunctioning scroll compressor. The fat department performed a visual inspection of the part received and found that the part is in good condition.the fat department installed in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department verified the failure of malfunctioning compressor. It failed autofill test and the compressor output test. Retained the scroll compressor in the fat dept per procedure.